Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from multiple sources (patient, manufacturer representative, healthcare provider, foreign) regarding a patient who was implanted with an implantable neurostimulator (ins) for trigeminal pain. It was reported that the patient developed electrosensitivity. This also happened with the stimulator turned off. External contributing factors were new technologies, bluetooth, and mobile phone. The ins does relieve the pain for which it was implanted. The issue was not resolved. No surgical intervention occurred nor was planned. The patient was alive with no injury.